Event description:
Lead was cut distal to the terminal pin, capped, and abandoned in position due to noise, oversensing and high impedance. Patient received multiple inappropriate therapies. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.